Event description:
A customer reported experiencing a "minimum fill" notification issue, which caused their blood glucose level to rise to 523 mg/dl. The customer addressed this high glucose level by administering a correction bolus using the pump. Despite this action, the customer had been dealing with the issue for the past week and requested a pump replacement. Technical support confirmed that a replacement pump would be sent, advising the customer on necessary steps to take upon receiving it. Reportedly customer reverted to an alternative method of insulin therapy.